Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. There was evidence of stent deformation on the middle section of the stent and there were deformed struts on the 18th distal segment.

Event description:
During the procedure the physician intended to use an endeavor resolute to treat a moderately tortuous and moderately calcified vessel with 80% stenosis in the rca. The device was removed from packaging and inspected per IFU with no issues noted. The device was prepped per IFU with no issues noted. The lesion was pre-dilated. The physician reported that during the procedure there was resistance encountered when advancing the device. It is reported that the device could not cross the lesion. The lesion was treated using another endeavor resolute stent of the same size. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy. No patient injury. The device was returned upon evaluation the stent was noted to be damaged. Please note that this device endeavour resolute is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.